Manufacturer narrative:
(B)(4). Eval results: dissection, mi.

Event description:
A 2.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting coronary stent was deployed in the distal rca of a pt. It was reported that a dissection occurred in the proximal section of the rca, resulting in decreased flow. The dissection was treated with repeat ptca in the proximal/mid segments. An endeavor resolute rx drug-eluting stent was implanted to the mid rca to treat the dissection. A second endeavor resolute rx drug-eluting stent was implanted to the proximal rca. It was also reported that the pt experienced a nstemi event post procedure. No other clinical sequelae were reported.